Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported, while sleeping the infusion set tube detached at quick release. The issue had happened three times after two days of usage. The site of the infusion was at the buttocks, the pump did not fell, and the tubing was not tugged. Reportedly, the infusion sets were stored at room temperature. No further information available.